Manufacturer narrative:
Other relevant device(s) are: product ID: 9734775, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that system worked as intended. A cable was returned for analysis. Analysis found the cable was damaged and a continuity test found an open for pin 15. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside procedure. It was reported that the site was getting the ¿no signal¿ message on the system¿s monitor. All other components seemed to function normally. The cables were re-seated, and it did not fix the issue. This issue was found when booting up the system. There was no patient present when this issue was identified.